Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported that a speedband superview super 7 device was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2026. During the procedure, it was noted that three bands were preloaded, and issues occurred with deployment. When the device was fired, the band either failed to deploy, or multiple bands were released simultaneously. A second device of the same model was used, but similar problems persisted, including failure to deploy a band or releasing multiple bands upon activation. There were no difficulties setting up the devices. The procedure was completed with a third speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable events of bands failure to deploy. Imdrf device code a150103 captures the reportable events of bands premature deployment.